Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter. The sheath was returned over the membrane. Two kinks were observed on the catheter approximately 76.4 cm and 67.1cm from the iab tip. The pressure tubing, extender tubing and three-way stopcock were also returned. The optical fiber was found to be broken approximately 3.8cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately two hours of intra-aortic balloon (iab) therapy, the patient was moved from the cath lab to the ccu. Once settled into the ccu, the console generated a fiber optic sensor failure alarm and the pressure readings were not displayed. It was not possible to support the patient with fiber optic arterial pressure. Therapy was continued with fiber optic use for eight days. There was no patient harm or adverse event reported.